Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0034 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the child patient underwent the placement of a 7717305 catheter by an IV specialist nurse from the general surgery on (B)(6), 2019. The procedure was completed without any event. The kid was looked after by parents during the stay in hospital and the catheter was maintained and used properly. At 2:00 am, (B)(6), 2019, parents found that the catheter was disconnected from the connector with the both parts intact. An IV specialist nurse trimmed the catheter and reported this event to head nurse."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and the cause appeared to be associated with use of the device. One 3 fr groshong connector was returned for investigation. The connector was received in two pieces. The sample exhibited evidence of use. A non-vad extension set was attached to the proximal connector. Tape residue remained on the connector. A 1.2cm segment of groshong tubing was attached to the metal cannula. The catheter tubing extended approximately 5mm from the distal end of the metal cannula. The distal end of the catheter segment exhibited elastic weakness in the tubing. A microscopic examination of the distal end of the catheter tubing exhibited a rough and granular veneer, which is suggestive of a break in the tubing material as opposed to a sharp instrument cut. The connector revealed marring in the green plastic material. The connector may have been manipulated with forceps or other similar instrument in attempt to disassemble the connector. The blue compression ring had been advanced within the connector. Since the distal tip of the catheter was positioned distal to the locking features of the connector and since the tubing exhibited elastic weakness, it appears that the catheter broke under tensile stress. The condition of the sample and the timeline of the event indicate that the damage occurred during use. A lot history review (lhr) of recr0034 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the child patient underwent the placement of a 7717305 catheter by an IV specialist nurse from the general surgery on (B)(6) 2019. The procedure was completed without any event. The kid was looked after by parents during the stay in hospital and the catheter was maintained and used properly. At 2:00 am, (B)(6) 2019, parents found that the catheter was disconnected from the connector with the both parts intact. An IV specialist nurse trimmed the catheter and reported this event to head nurse."